Event description:
In additional information received on 23aug2024, it was reported that the procedure being performed was a four vessel fenestrated endovascular repair (fevar). The patient had no pre-existing conditions or comorbidities in addition to the aaa. There was no vessel calcification and/or tortuosity in the area where the graft was deployed. The graft with the shortened appearance was located on the right ipsilateral side. No additional procedures or treatments have been performed as a result of the graft shortening.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-16-74-zt) seemed compressed and appeared shorter than a normal 74. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: it was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-16-74-zt) seemed compressed and appeared shorter than a normal 74. The patient was undergoing a four-vessel fenestrated endovascular repair (fevar). There was no vessel calcification and/or tortuosity in the area where the graft was deployed. The graft with the reported shortened appearance (zsle-16-74-zt) was located on the right, ipsilateral side. Once deployed, it was reported that the graft was ¿good.¿ no additional procedures or treatments were completed as a result of the graft shortening. No adverse effects for the patient were reported due to this occurrence. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events for this lot for a related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook has concluded that the device was manufactured to specification. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "4 warnings and precautions. 4.2 patient selection, treatment and follow-up. ¿ successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. ¿ all lengths and diameters of the devices necessary to complete the procedure should be available to the physician, especially when preoperative case planning measurements (treatments diameters/lengths) are not certain. This approach allows for greater intraoperative flexibility to achieve optimal procedural outcomes. 4.3 pre-procedure measurement techniques and imaging lengths: utilizing CT, length measurements should be determined to accurately assess length as well as planning zenith alpha spiral-z endovascular leg components. These reconstructions should be performed in sagittal, coronal, and 3-d. 4.4 device selection: ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: ¿ appropriate procedural imaging is required to successfully position the zenith alpha spiral-z aaa iliac leg and assure and accurate apposition to the vessel wall. ¿ fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. ¿ as the sheath and/or wire guide is withdrawn, anatomy and graft position may change. Constantly monitor graft position and perform angiography to check position as necessary. 5.2 potential adverse events: ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; peri graft flow; and corrosion 7.1 individualization of treatment: cook recommends that the zenith alpha spiral-z endovascular leg diameters be selected as describes in table 9.5.1. All lengths and diameters of the devices necessary to complete the procedure should be available to the physician to the physician, especially when preoperative case planning measurements (treatment diameters/lengths) are not certain. This approach allows for greater intraoperative flexibility to achieve optimal procedural outcomes. ¿ patient¿s anatomical suitability for endovascular repair. ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories with a delivery profile of 12 fr to 14 fr. 9 how supplied: ¿ store in a cool, dry place. 10.2 inspection prior to use: inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product, and return it to cook. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient. 11 directions for use: ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories. Arterial conduit techniques may be required. 11.1.4 contralateral iliac leg placement and deployment: 4. Confirm position of the distal end of the contralateral iliac leg graft. Reposition the contralateral iliac leg graft if necessary to ensure both internal iliac patency and minimum overlap of 2 stents (16 mm) within the main body endovascular graft. 11.1.5 ipsilateral iliac leg placement and deployment: 3. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure internal iliac patency. 5. Under fluoroscopy and after verification of iliac leg graft position, loosen pin vise, retract inner cannula to dock tapered dilator to gray positioner. Tighten pin vise. Maintain main body sheath position while withdrawing the iliac leg sheath and gray positioner with secured inner cannula. 11 imaging guidelines and postoperative follow-up: 11.1 general: ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. Based on the information provided, no product returned, and the results of the investigation a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.